Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in over-underdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years. Height: unknown. Weight: 9 kilograms (kg). Gender: male.

Manufacturer narrative:
Visual inspection: the following observations were made during the visual inspection: third-party catheter. Permeability test: due to the fact that the shunt system has already been delivered separately, the permeability test was performed individually for each valve. The test showed that the progav 2.0 and the shuntassistant 2.0 is permeable. Bloody liquid leaked from the valves. Computer-controlled test: the computer-controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2,00 cmh2o. This is not within the specified tolerance of 10 cmh2o ± 3 cmh2o. An applied pressure of 10 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 10 cmh2o ± 3 cmh2o. According to our results, an accelerated outflow in the progav 2.0 was detected. Additionally, the shuntassistant 2.0 was tested according to the standard procedure in the vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant 2.0 had a pressure of 23,13 cmh2o. This is within the specified tolerance of 25 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant 2.0 is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow in the progav 2.0 at the time of our investigation. Detected deposits could be named as the cause of the malfunction. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.